Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose leading diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 440 mg/dl. Customer experienced symptoms such as positive results in ketones test, vomiting. The customer was treated with insulin drip and insulin pump. Customer has been using the insulin pump system within 24 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.